Event description:
"During an ercp (endoscopic retrograde cholangiopancreatography) procedure, a cholangiogram was performed to help locate a blockage in the bile duct. Unfortunately, when the stone extraction balloon (extractor prol xl) was inflated, it caused an injury or leak in the bile duct. Thankfully, this was quickly managed with the placement of a stent in the bile duct, along with antibiotic therapy and hospitalization. To prevent similar complications in the future, we recommend using a stone extraction balloon with a relatively softer tip that can be gradually inflated from 8.5mm onwards using a single catheter that can be titrated slowly upwards, rather than having to use multiple catheters for each size. Each time we switch to a different catheter for a different balloon size, it increases the risk of complications. Tri-ex extraction balloon with multiple sizing (8.5-12-15) comes in this fashion."